Event description:
It was reported that one day post implant, noise, high impedance, and no capture was observed on the right ventricular (rv) lead. A revision was planned. During the revision procedure, lead impedances through the analyzer were within normal range, so a loose pin on the device was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. The analyst also noted that using a sample lead, the device was hooked up to an oscilloscope and no anomalies were observed.